Manufacturer narrative:
Despite request and/ or customer indicated that the device would be returned; however, the device has not been returned to the manufacturer so we are unable to complete an evaluation. The device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. The review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. The overall 24 month product complaint trend data for the period may-19 to apr-21 was reviewed. There were no triggers identified for the review period. Communication/interviews were performed to obtain all possible information. Reference complaint #(B)(4). H3 other text : device not returned.

Event description:
N/a.

Manufacturer narrative:
Additional information: device available for eval? Changed from yes to no. Added device discarded / 4115 to type of investigation. Despite request and/ or customer indicated that the device was discarded; however, the actual device involved in the adverse event had been already discarded and thus irretrievably lost for testing. Reference complaint #(B)(4). H3 other text : device not returned.

Event description:
N/a.

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that immediately after inserting the intra-aortic balloon (iab), the console generated a fiber optic sensor failure alarm. A transducer was connected and therapy was started. There was no patient harm or adverse event reported.